Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted.

Manufacturer narrative:
Date sent to the FDA: 02/11/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Corrected information: manufacturing site name.